Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an accolade tmzf hip stem and lfit anatomic v40 femoral head on his left hip on or about (B)(6) 2007, and was revised on (B)(6) 2022 due to femoral neck fracture.